Event description:
It was reported that unsolicited communication from patient reporting pump serial alarming and stopped. Patient noted that she did have an occlusion alarm but checked the tubing and no defects were detected. Patient was also getting no disposable pump won't run error. Author had patient attempt to reset and realign cassette but pump still alarmed. Author suggested patient mix new cassette and use back up pump. Pump being replaced. Event is for one cassette and one pump. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. No disposable return tracking information is available. No additional information is available at this time. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacture will reopen this complaint for further investigation.